Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that the patient presented in clinic for follow up. Upon interrogation, it was revealed that the pacemaker reverted to backup vvi mode. It was noted that backup vvi mode was triggered by low battery voltage. The patient was last interrogated in clinic on (B)(6) 2019 and the battery estimated up to two and a half years until elective replacement indicator (eri). Therefore, an unexpected drop in battery voltage was observed. The pacemaker was explanted and replaced on (B)(6) 2020. The patient was stable post procedure.

Manufacturer narrative:
The device was received in backup mode with battery voltage at eri level. Device image analysis indicated average daily battery voltage and current were normal prior to backup operation. The backup condition was triggered by transient low battery voltage. Longevity assessment was performed, and device has met the projected longevity, reaching eri level post explant. Despite extensive efforts, the backup condition could not be reproduced and the cause of transient low battery voltage could not be determined. As a result of this finding, abbott is performing further investigation.